Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the sidewall switch was adjusted. The door winch was previously changed, and the system has been giving the 'door open' error since. The navigation system then passed the system checkout and was found to be fully functional. Fdm b01, fdr c07, fdc d02 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while trying to take a 3d image, the site was receiving a 'door open' message when the door was closed. The site attempted to apply pressure to the doors with no resolution. A reboot was performed and they were able to proceed taking a 3d image, but there were difficulties opening the gantry. This issue occurred intraoperatively and caused a surgical delay of less than one hour. There was no impact on patient outcome.